Manufacturer narrative:
Complaint no: (B)(4). The root cause was unexpected high ultra filtration (uf). Homechoice / homechoice pro apd systems patient at-home guide on page 9-9 states the warning that "patients with fill volumes less than 1000 ml may normally drain slowly. These patients typically weigh less than 44 lbs (20 kg). Therefore it is recommended to use the low fill mode to minimize the incidence of low drain volume and caution: negative uf alarms."

Event description:
It was reported to baxter (B)(6) that treatment was started on the evening of (B)(6) 2013 in filling 8 when the machine filled 300ml, error message 2417 is received. The machine is turned off and on again. The system error is released and the filling continues where it ended according to the mother and the fill volume is in total 500ml. In the following total drainage the machine drains 800ml. Treatment is continued and in the last drainage the machines drains 1385 ml. The child clinic is then contacted and the patient arrives to the hospital. The girl is unaffected. The total uf that this girl receives is about 100ml. The machine shows that during this 24 hours, the girl had a total uf of 1239 ml. When looking at the renalsoft during this evening it is not possible to read out how much fluid actually passed through the hc. Therapy information: patient: female born 2004 (initials (B)(6)); apd-ordination; total volume 5800ml; terapitime 13 tim; fill volume 500ml; tidal volume 70%; total uf 60ml; last fill volume 250 ml extraneal; first drain alarm 10ml; number of cycles 15 c; number of total drain var 8:e cykel. Pd-solutions: physioneal kpb5291rc 13,6mg/ml 2x2,5liter; extraneal kpb4945r 1 x 2.5 liter. Additional information received on (B)(6) 2013: 3 bags of physionealm of 2.5l were used. Min drain% : 85%. Total uf for the 24 hour period is about 100ml, 60 ml is the setting done to the machine but she drains about 40 ml above this. The uf of 1239ml is the value read by the mother of the patient.

Manufacturer narrative:
Complaint no: (B)(4). The device was returned to baxter, and the evaluation is complete. The reported difficulty of an iipv event was confirmed through an event history log review. A sample evaluation of the actual device was conducted and no issues were found related to the reported condition during the sample evaluation. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s.